Manufacturer narrative:
The returned device was evaluated. During evaluation the device was powered on using battery and ac power. The device was operated to obtain spo2 and pulse rate readings using masimo set tester and masimo sensor, using ac and battery power. The customer device was verified operationally and functionally.

Event description:
It was reported that the pixels on the front are not all reading. No patient impact or consequences were reported.